Event description:
A peritoneal dialysis patient reported that he had an infection in (B)(6) of 2013 and was off the cycler for 4 months (until (B)(6) 2013) during which time he had the catheter replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.